Event description:
The report stated that the generator was used in a lap nissen fundoplication. On follow-up visit, the physician found a reddened area which appeared at first to be an infection around the wound associated with one of the trocars. As such it was treated with antibiotics. On next visit, it was felt that it had developed characteristics of a burn. No degree of burn is indicated on pt record.

Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.